Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding other issue (thread broke during surgery), closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only pictures showing two open samples with the needle detached from the thread (thread is not wound on the pack). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.88 kgf in average and 1.77 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received, only pictures. Final conclusion: in spite of receiving pictures showing two defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the physician had performed a surgical procedure and noticed that the thread had come out of the needle during the procedure. Therefore, he had to repeat the suture in the patient's fascia. Additional information has not been received.